Event description:
Additional information received reports surgical intervention was undertaken on (B)(6) 2025, and the leads were partially explanted

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 2 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: nmd0006.

Event description:
It was reported that the patient had ineffective therapy due to high impedances on two of their leads. The investigation did not determine which lead attributed to this issue. Surgical intervention may be pending to address this issue.